Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer as it was not explanted. Therefore the product investigation consisted of a review of the manufacturing records. The results are listed below: the product was not returned for complaint investigation. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required.

Event description:
The doctor reported at the hospital visit that there was a patient implanted 255 [dos: (B)(6) 2015] with inflammation at the end of last year [(B)(6) 2015 - inflammation first noted]. He treated the patient immediately, and it was nothing serious. The patient's visual acuity is 0.6d now. He does not know the cause of this issue, but he thinks the inflammation is not correlated with iol. Inflammation was observed, but germs was not detected in a culture result. Visual acuity gets back and it is 20/33 vision now.